Event description:
Reportedly, "during implantation, surgeon found the stent and leaflet of valve is defective."

Manufacturer narrative:
Evaluation summary attached: the free margins of leaflet 1 and leaflet 3 at commissure 1 appear to be pressed down towards commissure 3, leading to creases in the cusp area of both leaflets. At the outflow aspect, the free margin of leaflet 1 exhibit an indentation. At leaflet 3 an impression of the sewing ring is evident. No suture track was detected. The described area is wider and blunt than those seen by suture loop. It could be due to interference with subvalvular apparatus, chordae. X-ray additional manufacturer narrative: customer letter to include evaluation and DHR results has been sent.

Manufacturer narrative:
The customer experience report was prepared by the sales rep after information received from the surgeon. No other information was reported. 06/17/2009 requested was made to the ra officer for more complete information to include the operative report, patient information, pre and pos-op condition, echo cd report and clarification from the surgeon. Ra affiliate indicated the additional information would be provided after sales reps next visit to the surgeon; however, it was learned that no echocardiography cd is available, but various digital images are available. 06/25/2009 the sales rep responded with surgeon's comments: ¿the doctor found out the leakage after implant of valve. Thus, the doctor request to investigate the cause if it is suture loop or valve defective. We attach product and echo photos for reference.¿ this information was provided to our senior research scientist and on 06/29/2009 he responded with ¿based on the pictures provided. It appears that the valve was indented or restricted by some blunt material, most likely by the native mitral valve apparatus, which is lack of typical suture looping mark but can have similar impact functionally as suture looping. Please check with the surgeon to confirm whether or not the native mitral valve was removed prior to the valve replacement. 06/29/2009 requested sales rep to get clarification as requested by our senior research scientist. As at 07/09/2009, no additional information is available. The device is being returned for evaluation and a letter will be sent with the results to the customer. The device history record (DHR) review process has been started. This is determined reportable per edwards lifesciences procedures. Device not returned.

Manufacturer narrative:
In 2009, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event. No additional information is available.